Event description:
The pump was returned to animas. Evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly. Evaluation also found intermittent response to the down arrow button. This report is made based on the results of evaluation.

Manufacturer narrative:
(B)(4). During testing the load cartridge step continued forward and emitted a "no cartridge detected" warning. During evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly. Testing also found that the down arrow button was intermittently responding. The keypad was removed and the button contact was found to have shifted. Unrelated to the issue, the display screen was found to be dim and miscolored.